Event description:
It was reported to synthes: pt was implanted with prodisc-l, level l4-l5 on an unknown date. A CT scan was taken on an unknown date that shows a deterioration issue at l4. It is also reported that there are lt cages at l5-s1. Pt is scheduled for removal of pdl in early september. Additional information has been requested. This is 1 of 3 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.